Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device.

Event description:
It was reported that some time post hemodialysis catheter placement a patient with end stage kidney disease experienced sepsis. Subsequently, the catheter was removed. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged sepsis issue due to the fact that no sample was returned for evaluation. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post hemodialysis catheter placement a patient with end stage kidney disease allegedly experienced sepsis. Subsequently, the catheter was removed. The current status of the patient was not provided.